Event description:
Reporter alleged blood glucose monitoring device generated a result outside the reading range of the device and coincided with the hospital result; however was unable to be found in the memory. Reporter stated device result was 842 mg/dl at 10:30 pm and reportedly went to the hospital at 11 pm. Reporter stated hospital tested immediately and result was 844 mg/dl where she was then treated with an IV of saline and an insulin injection. Reporter indicated remaining in the hospital for five days and glucose levels never went below 500 mg/dl. Reporter stated controls were used, but values were not provided. A request was made for the return of the suspect device and replacement product was sent.